Manufacturer narrative:
This follow-up MDR is created to document that this device was a non-coloplast device.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder placement was revised, as the cylinder on one side dropped into the perineum. Per physician's observations, it appeared that the cylinder was not placed into the corporal body during the original implant. Over the last ~ 6-8 weeks the cylinder migrated into the perineum and needed to be revised. (No skin perf.). The cylinder was re-implanted.